Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported the patient underwent a cystoscopy, urethroscopy, and exam under anesthesia on (B)(6) 2006.it was reported that patient underwent explantation of interstim implant including the ipg 10-cm extension lead, and the quadripolar lead on (B)(6) 2008. It was reported the patient underwent a vaginal exploration, panniculectomy ,transvaginal urethrolysis, cystoscopy, and suburethral sling using autologous fascia on (B)(6) 2008.